Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. A mitraclip xtw was inserted and deployed on the mitral valve.. However, imaging revealed that mr increased to 3, and a perforation was found at the clip arm position at the posterior apex. It was noted that the clip was attached to both leaflets. To treat the perforation, a mitraclip xt was then inserted and deployed laterally to the mitraclip xtw clip, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. The recurrent mr appears to be related to the perforation. Perforation and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to treat the perforation. There is no indication of a product issue with respect to manufacture, design, or labeling.